Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a fragment was removed from a patient's eye. The patient's current status is unknown. When the fragment was observed and removed is unknown. The reporter's analysis showed that the fragment was from the plastic tip wrench. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Product evaluation-handpieces: the reporter advised that a foreign body may have been removed. Additional, related information was requested but was not obtained. However, the customer has agreed to return the handpieces in with an exception that they get returned to the customer. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the infiniti system contributed to the reported event. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2013. Based on quality assurance assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed a layer of the cable jacket missing as well as half of the handpiece strain relief missing. A flow rate test found the handpiece to meet specifications per the product specification. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. An analysis of data showed no tuning failures after a total of (B)(4) tunes. The stroke test found the handpiece to meet specifications. The internal threads of the handpiece horn was observed under the microscope and found no burrs or splinters. A particulate test was performed by sending found particle results to chemistry for analysis. A filter slide with particulates was received for analysis. The analysis of the filter revealed blue fibers and a beige fiber. The 0.5 mm blue fibers were isolated and analyzed using the microscopic fourier transform infrared spectroscopy (micro ft-ir). An analysis of the blue fibers generated ir spectra to a library of spectra finds the best match to be wypall (paper). The 1.4 mm beige fibers were also isolated and analyzed using the micro ft-ir. An analysis of the beige fiber¿s generated ir spectra to a library of spectra finds the closes matches to be cotton. The source of the materials (detected during the particulate evaluation), were confirmed not to have come from the handpiece. Therefore, the handpiece is not suspected as a contributor to the reported event. Product evaluation ¿ consumable. (B)(4). As the customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).